Event description:
It was reported that the insulin pump sustained physical damage and that the user experienced high blood glucose levels. The customer's blood glucose was 22.7 mmol/l, which was treated with manual injection. The caller stated that the insulin pump had cracks at the reservoir compartment toward the display. The caller also observed another crack at the other side of the display as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to contact a hospital for replacement of the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.